Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was over 600mg/dl. The customer stated that her infusion set had a bent cannula the day before her blood glucose started to rise. The infusion set was changed, but the customer did not give a manual injection and ended in the hospital. Troubleshooting was performed. The time and basals were correct. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.